Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual testing noted no abnormalities. During functional testing, the green button was pressed after clamping and the instrument handle depressed without advancing the I-beam. Engineering confirmed that the first two teeth of each firing rack were sheared off. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The file was concluded to be a misuse by the end user. Replication of the sheared teeth condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
A (B)(6) male patient. (B)(6). Surgeon informs that when going to staple, the handle trigger was very hard and it was heard a kind of cracking sound. It did not staple. Then they opened a second device same lot number and occurred the same. In both staplers they used a egia45amt whose lot number customer has not kept track on. Surgeon confirms that he performed the correct steps before the stapling: closing of the sulu and pressing the pre-firing green button. So in order to solve the problem they used an echelon device. No tissue damaged or loss, less than 30 min delay, no bleeding, nothing fell in patient cavity, no reinforcement material used. Patient status is ok. Additional information received via email from (B)(6) on 22-dec. Can you confirm that product is available and will be returned for evaluation. Yes, the two handles and sulus will be shipped. What is the lot number of the egia45amt? - customer has not kept track on this.